Event description:
It was reported that the 9600 system had a bad iris calibration error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was adjusted and calibrated during the service call. The system was tested and found to be working as intended and put back into service.